Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and multiple external devices. The patient stated his pain improved after receiving an injection. As such, he turned the scs system off for approximately a year. However, the patient stated he periodically recharged the device. It was also reported the patient recently attempted to use the system without success. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative. The event date is unknown